Event description:
The extended bovie tip has insulation on it; however, there was a defect in the insulation which caused a 4x2 cm burn on healthy skin surface rather than where it was intended. Doctor had to excise the burned skin and close the wound with sutures.